Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under local anesthesia. After the procedure, the patient reported discomfort. Computed tomography (CT) imaging showed remnants of hydrogel in the urethra and bladder. The physician believed the urethra may have been super posterior and may have been perforated during the hydrogel placement procedure. The patient went to the emergency department (ed) one day after the hydrogel placement for retention. The patient reported urinating chunks of hydrogel. In the emergency department (ed), the patient received a foley catheter, then they removed it after an unspecified amount of time, and the patient seemed to be urinating without problems. They were discharged from the hospital. The patient as of (B)(6) 2023, reported having pain and seemed to be urinating the hydrogel out. The physician planned to redo the CT scan on (B)(6) 2023, to see if the hydrogel was gone. The patient's radiation treatment was held off due to this event and a cystoscopy was planned to determine if there was any damage. The patient's current condition was reported as fully recovered.